Event description:
It was reported that the balloon was ruptured and embolism occurred, requiring intervention. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 7.0 x 40mm, 135cm ranger balloon catheter was selected for use. The balloon was successfully inflated for the first time then repositioned. During the second inflation, however, the balloon ruptured at 10 atmospheres. It was determined that a balloon fragment detached in the vessel. Snaring was attempted to retrieve the detached fragment, but the attempts were unsuccessful. The fragment embolized in a small collateral vein. The embolized fragment was estimated to have no negative impact on the patient, and the patient was fully recovered.

Manufacturer narrative:
Investigation results: device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the device was not received for analysis, as it was discarded by the healthcare facility; therefore, product analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Thromboembolic episodes is included in the list of potential adverse events associated with the use of this device. Risk review: a risk review performed for the ranger (dcb) device confirmed that the event of balloon material rupture, balloon detachment of device or device component, unretrieved device fragments (udf), embolism and additional device required are known events defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion code: boston scientific concludes the most probable root cause as adverse event related to procedure. Procedural factors such as patient anatomy and lesion characteristics likely contributed to the balloon rupture and subsequent balloon material separation during lesion treatment. The unretrieved balloon fragment and the need for an additional device occurred during attempts to remove the separated material.

Event description:
It was reported that the balloon was ruptured and embolism occurred, requiring intervention. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 7.0 x 40mm, 135cm ranger balloon catheter was selected for use. The balloon was successfully inflated for the first time then repositioned. During the second inflation, however, the balloon ruptured at 10 atmospheres. It was determined that a balloon fragment detached in the vessel. Snaring was attempted to retrieve the detached fragment, but the attempts were unsuccessful. The fragment embolized in a small collateral vein. The embolized fragment was estimated to have no negative impact on the patient, and the patient was fully recovered.